Event description:
"While connected to patient, suddenly the alarm ring and the alarm was not stopped. The ltv repeated turn on and off, and the monitor display was abnormal". No allegation of patient harm. The inop alarm was activated.